Manufacturer narrative:
Intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the redundant power tray core assembly and video slice (vsl) cfg to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the vsl and the fa is still in progress. The complaint was confirmed based on the field evaluation. Isi did receive the da vinci product(s) involved with this complaint to perform failure analysis. The redundant power tray core assembly was analyzed and the reported errors 86 and 90 were replicated was confirmed. In logs, error 86 was found 5x indicating an out-of-range value was read from the ipd board and error 90 was found 7x indicating an out of range voltage value was read from a adc board. Upon visual inspection, no issues were found that would be related to the reported event. This core redundant power tray assy was installed, programmed, and tested on the pca is4000 system 1, were errors 86 and 90 triggered on every 5 power cycles process. Reviewing the repair history logs, this is the second time return for error 86, in the first case the ipd cfg board pn 651620-09 was replaced. To troubleshoot the root cause of this reported event, the redundant core power controller pca pn 354350-01 was aba tested this time, and was able to resolve the reported error 86 and error 90. It went thru 10 power cycles and idle process in normal mode for 30 mins with no issue and no errors triggered. As a result of this test, findings, and investigation, failure analysis was able to conclude that the redundant core power controller pca board pn 354350-01 was found to be the root cause of the reported event. The complaint was confirmed based on the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding a non-recoverable error occurring after docking and targeting. The customer performed a couple reboots but error 90 remained. Tse recommended for a hard reboot to be performed, but after two hard reboots the system powered on with error 90. Tse reviewed the system logs and confirmed error 90 on vbl1. The customer elected to convert to laparoscopic. A second call made to tse by the clinical sales representative (csr) was about inquiring what was wrong with the system. Tse informed the csr that one of the video bards in the vision side tower was faulting and needed replacement. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the video slice (vsl) cfg involved with this complaint to perform failure analysis. The vsl was analyzed and was confirmed but not replicated. In logs, the error 90 was found indicating the fault confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden is4000 system where was triggered indicating fault on the vsl. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 5days. Once the testing was complete the system error logs were inspected, but no error could be identified. As a result of these findings, failure analysis conclude that no root cause could be attributed to this issue. The complaint was not confirmed based on the failure analysis. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site had to convert to laparoscopic because the robot was not working. A new piece for the vision tower was brought in that afternoon. The representative that the site spoke said that continuing robot was not an option. Aborting the surgery, converting to laparoscopic or open were our only options, was the surgeon's decision. Additional ports were placed to continue on laparoscopic because the robotic trocar port placements were not ideal. The patient did fine and went home the same day.

Event description:
Refer to h11 for follow-up information.